Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 190 mg/dl.